Event description:
It was reported that cadd legacy pump alarming no cassette attached. During testing, no patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and physical condition were all intact upon receipt. Error codes were not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump demonstrated a double beep when powered up. Root cause of the reported event is unknown. It is recommended that the downstream sensor be replaced. The returned product is beyond 6 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.